Event description:
Drug/diluent: 0.2 % ropivacaine. Fill volume: na. Flow rate: na. Procedure: paravertebral block performed on (B)(6) 2012. Cathplace: unk. Surgeon reported catheter insertion site had an infection, infection was noticed on (B)(6) 2013. Pt had operative incision and drainage performed. (Date not reported). Start date and time of infusion: (B)(6) 2012 at 13:00 end date of infusion: (B)(6) 2013 (time not reported) it was reported that the catheter was placed sterile at the bedside.

Manufacturer narrative:
Method: the catheter will not be returned to I-flow for eval and investigation. Results: as no lot number was reported, the device history record cannot be reviewed. Conclusions: if add'l info is received, a f/u report will be filed. Info from this incident has been included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.